Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a routine follow up on (B)(6) 2019, the right ventricular lead exhibited decreased r wave amplitudes. Lead dislodgement was confirmed, and lead repositioning procedure was attempted. However, during the procedure, helix could not retract, and the stylet could not be fully inserted in the lead body. The lead was explanted, and a new lead was attempted to be implanted. However, during positioning the lead, helix would not extend despite multiple attempts. The lead was removed and replaced successfully. Patient was stable throughout the event.

Event description:
New information received notes that the patient was presented in hospital on (B)(6) 2019 when the decreased r wave amplitudes were observed, and a chest x-ray revealed that the rv lead was dislodged.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.